Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent repair of recurrent ventral hernia on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced abdominal pain following surgery. It was reported the patient underwent recurrent ventral hernia repair and revision surgery on (B)(6) 2018. It was reported that the patient experienced chronic pain and bulging mesh. The patient had a previous prolene implanted on (B)(6) 2009 and mesh implanted on (B)(6) 2014 which is captured in a separate files. No additional information was provided.